Event description:
During a routine maintenance inspection, the tech found that the left foot siderail would not latch into the locking position.

Manufacturer narrative:
The tech found the spring was missing in the siderail latch mechanism. He replaced the latch spring to repair the bed.